Manufacturer narrative:
A cardioquip customer shared testing results for bacterial cultures with cardioquip and identified that this device was contaminated. The device is a rental pool device that will be returned to cardioquip to receive an internal water pathway replacement. Once the device has undergone repair, it will be returned to specification.

Event description:
Cq service was notified by perioperative services at (B)(6) that their unit was reported to have tested positive for bacteria. No specific infection testing was mentioned and no patient involvement information was shared.